Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with inappropriate automatic mode switch (ams) episodes. This was due to a noise problem in the atrial lead. Patient went in clinic and had programming changes done. This seemed to have resolved the issue. No patient consequences reported.